Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook has been returned and evaluated by the failure analysis team, and the reported issue was replicated and confirmed. Testing showed thermal damage to the monopolar yaw pulley at the distal clevis, with charring and material burned off in that area, while adjacent components and electrical continuity testing were normal. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they attached a permanent cautery hook instrument to an arm, introduced it into the patient, and they then observed sparking and smoking at the distal end of the instrument. The customer immediately removed the instrument, replaced it with another, and completed the case without harm to the patient or staff. A procedure delay of 15 minutes was reported.